Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis noted deformation and fold creases. A weight test of the device was verified and the device was within specification. Cloudy, bubbles and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint. Additional, changed, and/or corrected data: b.5, d.7, d.10, h.3, h.6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2013 and 23/apr/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "hands shaking and cramping." Additional event of asymmetry reported by healthcare professional. Patient additionally reported left side rupture. Device remains implanted. This record is for the left side.